Event description:
It was reported that the device reached elective replacement indicator (eri) and that there was early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product summary: the device was returned and analyzed. Analysis revealed that the returned device did not detect any performance issues. The calculated longevity result of 96% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Concomitant products: 4194 implantable pacing lead (B)(6) 2006; 6949 implantable tachy lead (B)(6) 2006. (B)(4). This device was included in that field action, but returned product testing found the device did not perform as described in the field action.